Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's current blood glucose value was 495 mg/dl. Troubleshoot for high blood glucose was not performed. Customer was assisted with programming of the pump. It was unknown that auto mode feature was active or not at the time of event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.